Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they found a bad umbilical cable. It was replaced for a different issue (reference MDR 3004785967-2019-01756 for that issue). They completed a system check out and the system was working as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system had poor image quality while shooting 2d. No patient was present at the time of the event.